Manufacturer narrative:
(B)(4). Additional information: on an unreported date, pd catheter was removed from the patient and the patient was switched to hemodialysis. Fourteen days after the onset of peritonitis, the patient passed away while on hemodialysis. The cause of death was unknown. It was not reported if an autopsy was performed.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. The patient¿s catheter was removed and the patient was placed on hemodialysis. The patient was hospitalized for the event and treated with injection vancomycin intraperitoneally (ip) (2gm, repeat on 4th day), tazact ip (2.25 gm, every exchange up to 14th day), and heparin (2 ml every exchange, route not reported). At the time of this report, the patient had not yet recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.